Event description:
Patient reported obtaining back-to-back blood glucose results of 37 mg/dl and 104 mg/dl on the active system. Patient indicated that at the time the results were obtained, he was feeling "fine." Patient took no action based on these results. No adverse event was reported. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.